Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an samsung s7 with an operating system version 8.0 software version 2.10.1.10406. The customer's sensor low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer became hypoglycemic and experienced a loss of consciousness however, there was no report of self-treatment or third party medical intervention as no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing alarms due to signal loss. Attempted to replicate the customer's complaint using similar configurations huawei pro 20, android 8, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung s7 with an android operating system version 8.0, app version 2.10.1.10406. The customer's sensor low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer became hypoglycemic and experienced a loss of consciousness however, there was no report of self-treatment or third party medical intervention as no further information was reported. There was no report of death or permanent impairment associated with this event.